Manufacturer narrative:
Concomitant medical products: ID 977a260 lot# serial# (B)(4) implanted: (B)(6), 2019 explanted: product type: lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6), 2019 explanted: product type: lead other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reports the device has not been working for his back which started 6 months ago. Pt states they had to burn the nerves on the right and left side. Pt states he's also getting new x-ray and the hcp is thinking maybe leads moved. The patient was redirected to their healthcare provider to further address the issue.